Event description:
It was reported that the patient went to the emergency room (ER) due to hearing device alert tone. It was noted there was high impedance and possible fracture on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and the device memory indicated a lead impedance out of range alert. An out of tolerance (oot) subthreshold lead alert occurred on 16 may 2014. Max atrial pace impedance rises from 532 ohm on 15 may 2014 to greater than 4000 ohm on 16 may 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694958 lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.